Event description:
One pt with discrepant free t4 results. Initial result 27.3 pmol/l, repeat 21.2 pmol/l (different methodology). No info provided to determine if results were used to guide therapy. If add'l info is rec'd, appropriate notification will be provided.